Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label lift occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "I was using one of our tubes yesterday, and it just so happen, that the label was lifting on that precise tube. It is regular product and was used as such." 20 occurrences were reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that label lift occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "I was using one of our tubes yesterday, and it just so happen, that the label was lifting on that precise tube. It is regular product and was used as such." 20 occurrences were reported.